Manufacturer narrative:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) bent while inserting it into the unknown sheath. Multiple attempts to obtain additional information were made without success. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received connect to the device, and the stopcock was found opened. The sealant was found partially exposed from the sealant sleeves, which were observed to have been severely kinked/bent as received. However, there were no cracks were observed on it. In addition, the procedural sheath was not returned with the device. Dimensional analysis could not be performed on the returned device due to the severely kinked/bent sealant sleeve assembly condition. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), and button 1 was able to be fully depressed and locked into place with some resistance felt. It was revealed that the sealant was exposed to blood, which caused the resistance felt when attempting to depress button 1. Visual inspection at high magnification showed that the sealant was found partially exposed from the severely kinked/bent sealant sleeves as received, and there were no cracks observed. The product history record (phr) review of lot f2222109 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-kinked/bent¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the severely kinked/bent sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the kinked/bent condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) bent while inserting it into the unknown sheath. The device will be returned for evaluation.addendum: product analysis demonstrates the sealant was found partially exposed from the sealant sleeves.